Manufacturer narrative:
Vyaire medical file identification:(B)(4). H10: a vyaire field service representative(fsr) evaluated the device onsite and checked operation of ventilator. Found that a wire connected to the pressure transducer pcb was loose. Tightened the wire and checked ventilator and is now ready for use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the 3100a ventilator will not pressurize. Furthermore, there was no patient associated with the reported event.